Event description:
It was reported that the coil cap was broken off from the "bottle" of a large volume infusor. There was no patient involvement as this occurred or was noticed before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured august 22, 2014 to august 23, 2014. Evaluation summary: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photo inspection revealed evidence of a separated yellow coil cap. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.